Event description:
Customer complaint (recalled product): I woke up with a pretty good burn and a smaller burn on my leg. The doctor says this is not uncommon for someone sleeping with a heating pad to not realize it's happening because it's a slow burn and it happens while you sleep.